Event description:
It was reported that during an unknown procedure, the device was blocked during the stapling. It was unable to open it. The customer will give us more information asap. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: the procedure = colectomy the following information was requested, but unavailable: what type of procedure was the device used in? On which firing did the event occur? What color reload was being used? Did the device start to staple and cut but could not be completed (blocked during the stapling)? Did the jaws eventually open? If no, how was the device removed from the tissue?